Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and barbed suture was used. The fixation feature had been missing on a newly dispensed suture when it was opened for surgery. The fixation feature only half of the expected length. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the product was returned for evaluation. A visual inspection of the returned sample was conducted. Visual analysis of the returned product revealed that one opened sample product code sxpp1a404 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were damaged at the tips, in addition, the fixation tab was observed to have both sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.